Manufacturer narrative:
Additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was abnormal behavior. In further full review in the pump history found: lowbatteryalert (104) on 12/10/2024 at 17:48:00.000. Pump passed sleep current measurement and active current measurement. In further analysis per software engineer mark freger found: 12/16/2024 7:00:00 am - [73] nm_change_battery_e, 12/16/2024 7:31:00 am - [11] nm_off_no_power_e, 12/16/2024 7:32:06 am -[84] nm_battery_removed_e, 12/16/2024 07:32:19.000 batteryinserted, 12/16/2024 11:00:00 am [73] nm_change_battery_e, 12/16/2024 11:11:27 am - [84] nm_battery_removed_e, 12/16/2024 3:57:19 pm - [84] nm_battery_removed_e. However, pump error 63 alarm during the self test. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. In further analysis in the pump history found multiple pump error 63 alarm (filenumber: 37, linenumber: 380) (variable=03) on 12/18/2024 at 15:07:54.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Also, peeled off the keypad overlay and found broken trace on u1. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked select keypad overlay, broken belt clip rails, broken reservoir tube lip, cracked retainer and partially detached retainer ring identified during the visual inspection. No unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss was not confirmed. Replace battery now alarm not confirmed. Unexpected replace battery alert confirmed in the pump history and power management graph abnormal behavior due to connector resistance j6/pcba 1. Pump error 63 alarm during self test due to broken trace on u1 on the keypad assembly. Retainer ring damage (a cracked retainer) was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1712k was requested and customer response was the device will be returned.